Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) has been confirmed. Upon investigation the pulse wire inside the cable connecting the distribution node (dn) and front therapy electrode was open, which caused the check electrode belt alarms. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the electrode belt cable. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.

Event description:
A (B)(4) female patient called zoll customer support to report that she was receiving check electrode belt alarms. The patient was issued a replacement electrode belt.